Event description:
The customer, reported that a participant on the study (B)(4) had a split in the upper tibia on the broaching fin. The customer reported that the patient is stable and has partial weight bearing.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown keel punch. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Device history review neither complaint history review could not be performed as no items associated with the event were returned or made available. The event could not be confirmed as no items associated with the event were returned or made available for identification or evaluation. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The customer, reported that a participant on the study (B)(4) registry k-s-044 had a split in the upper tibia on the broaching fin. The customer reported that the patient is stable and has partial weight bearing.